Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "biofilm", "delayed product-related reaction", and "swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported patient was injected with 1ml of juvéderm® voluma¿ with lidocaine in the cheeks and .5ml of juvéderm® volift¿ retouch. Patient received sterets skin whites before injection. "[Patient] developed swelling in both cheek areas" 2 months later. Patient went to see physician, who "though it may be a delayed product-related reaction or biofilm". Patient treated with 750 units of hyaluronidase, and doxycycline 100mg/day for 4 weeks. Symptoms are improving.

Event description:
Patient reported they still have "continuous facial pain, a dull pain under cheeks with zaps and electric shocks on left side, numb tongue on left side and horrendous headaches." Patient was examined by her gp who said patient has "trigeminal neuralgia caused by trauma - the trauma being the fillers". Gp referred patient to neurologist, appointment is scheduled. Gp recommended patient start taking carbamazepine, but patient refuses to start that medication until they see the neurologist. Patient is currently taking codeine for the pain. Patient went on to report: the event has had an "enormous effect [on my] work life, family life and just life in general - I've spent hours researching a quick fix, lost sleep and lost so many work hours." Treating healthcare professional (hcp) reported patient "started to feel swelling and also increased tenderness since [9 days before presenting for consultation]". "On the day of the consultation, there were no visible rashes, [patient] had no fever and did not feel hot. There was visible swelling and there were some firm nodules that were palpable on the cheeks and they all felt tender. These nodules were located on both sides at the base of the tear-trough area." Hcp offered to "use hyaluronidase to disperse the filler". Patient was "extremely nervous", so hcp performed an allergy test with hyaluronidase on patient's forearm. Five days later, patient was treated with 750 units of hyaluronidase and hcp also prescribed "doxycycline 100 mgs once daily for one month". Patient reviewed on 1 month later, "condition had improved but [patient] still had some areas that were still tender to touch." Hcp administered "750 units per cheek to ensure removal of the entire filler". Hcp instructed patient to continue the antibiotics. Eleven days later, patient emailed treating hcp stating "that a friend who she was talking to suggested that she might have trigeminal neuralgia caused by nerve damage." Patient went on to indicate "¿I do have all the early symptoms; aching, burning cheeks". Patient returned on 3 days later, "explaining that [they] still had some aches and burning on the right cheek". "On examination there was still a palpable lump in the frontal aspect of the right cheek but there was no further evidence of any filler remnants anywhere else in the face and the rest of the face was not tender at palpation. [Hcp] treated the frontal aspect of the right cheek with another 750 units of hyaluronidase which would now be the third session of hyaluronidase and [hcp] prescribed [patient] another course of doxycycline for a further month." Hcp also explained to patient "that I was not an expert in trigeminal neuralgia as I was not a neurologist and I explained to her that the best course of action would be to be referred to see a neurologist if trigeminal neuralgia is suspected." Two days later, hcp "received two emails from [patient] with some pictures showing some swelling on the right side of [the] face under the eye (tear-trough area) and a further picture with the crease that had appeared on the right side of the cheek and, in fact, on looking at that picture you can clearly see that the filler has now been removed as the volume that [patient] previously had in [their] cheeks had most definitely gone down."

Manufacturer narrative:
(B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.